Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d4, b5, d.9, h.3, h4, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture and silicone migration: observed an opening assessed as fold flaw opening. (An sharp and smooth patterns along the same edge). As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture" and "silicone in axillary lymph nodes". Clarification to b3 partial date of event: apr2024 was provided.

Event description:
Healthcare professional reported "complete rupture with silicone in axillary lymph nodes". This record is for the left side. Device remains implanted.